Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50 mg/dl while "at dialysis". Low bg cause was not known. Reportedly, "facility sent customer to ER [emergency room]" and customer was treated with a "sugary beverage". Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.